Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a reported blood glucose of 432 mg/dl and no associated symptoms, during use of a contact detach infusion set; troubleshooting suggested an issue related to the cannula not being properly seated, and supplies were changed with instructions to monitor glucose. Symptoms included no reported clinical effects. Outcomes included no reported long-term impact or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed an uncertain cause, with a suspected infusion site or cannula issue contributing to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.